Manufacturer narrative:
This supplemental report is being submitted to provide the investigation conclusion. Please see updates: g3, g6, h2 and h6. The required intake information to enable further investigation, such as the kit's lot number and logfiles, was not provided and an investigation was not able to be performed. Notwithstanding, a review of complaints' trend reveals that all lots within expiry dating are performing according to the statements made in the package insert. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation.

Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.

Event description:
The customer reported an unconfirmed false positive results with the ID now covid-19 assay performed (B)(6) 2021 on an unknown sample. The customer reported that their daughter took a test twice and both results were positive but when thier daughter got back from the doctor, her result was negative. The user also mentioned that his sister-in-law who 's in (B)(6) experienced the same thing where she tested positive but the next day she went to a doctor and tested negative. No additional patient information, including treatment and outcome, was provided.